Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of over 300 mg/dl. Reportedly, the suspected cause of the elevated bgs may be due to the customer's hormones and/or menstruation. The customer administered a manual injection to address bg level. Recommendation was made to discuss diabetes management with health care provider.